Manufacturer narrative:
Unknown when issue started, was discovered on (B)(6) 2016. A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. No damages were observed. No irregularities were found related to the movement of the gauge. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. A functional test was performed. No deviation was found. All relevant dimensions for the complaint failure were checked and found to fulfill the tolerances according to the drawing. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part number: 319.010, synthes lot number: 8377003, release to warehouse date: may 8, 2013, mfg. Site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) is as follows; it was reported that on (B)(6) 2016, the depth gauge was checked before a surgery and it did not move smoothly at all. No patient involvement. This is report number 1 of 1 for com-(B)(4).